Manufacturer narrative:
(B)(4). Concomitant medical products: biomet modular cocr type I taper, pn unknown, ln unknown; arcos con sz c std 70mm, 11-301323, 942640; arcos 17x190mm spl tpr dist, 11-300917, 216380. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06277, 0001825034-2018-06279, 0001825034-2018-06283. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent treatment for c-diff approximately one month post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.